Manufacturer narrative:
Additional info has been requested. Implant remains in pt. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Opal spacer was inserted into the disc space with an impaction technique. The cage was placed too far anteriorly. Surgeon tried to place the implant holder back on the spacer when the implant holder disengaged. Surgeon believed the spacer was safe to leave in position. One day postop x-rays showed the opal spacer partially in the disc space and partially protruding anteriorly. Pt was scheduled for revision surgery. Pt declined revision surgery, as it was considered precautionary and clinical symptoms currently do not exist.